Event description:
It was reported that the device gives the cassette not attached properly error when removing the cassette. Several sets and cassettes were tried with the same result. The device was being tested when the fault was discovered. There was no patient interaction. This event occurred during testing. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. D5 is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was intact. There was evidence of the reported error in the event history log (ehl). The reported problem was not duplicated; during the investigation when a cassette was attached, the pump was found to be functioning properly. However, the event history log showed multiple cassette not attached properly alarm messages, so it was recommend having the downstream occlusion sensor replaced as a preventative measure. No fault was found. No root cause was determined. The product is over a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).